Manufacturer narrative:
(B)(4). Lot number: 150306, manufacturing date: 03/06/2015, quantity affected: 1. Lot number: 150402, manufacturing date: 04/02/2015, quantity affected: 1. One of the complaint rt125 infant bias flow breathing circuits is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt125 infant bias flow breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 150306, 03/06/2015, 1; 150402, 04/02/2015, 1; method: one rt125 infant bias flow breathing circuit, with unknown lot number, was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within specification. A lot check revealed no other complaints of this nature for lot numbers 150306 and 150402. Conclusion: the leak reported by the distributor was not replicated during inspection. We are therefore unable to determine what may have caused the reported problem. All rt125 infant breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt125 infant breathing circuits would have met the required specifications at the time of production. This suggests the leak occurred post production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt125 infant bias flow breathing circuits failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt125 infant bias flow breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. We were informed that it was lost in transit to (B)(4). Without the complaint device, we were unable to determine the root cause of the reported fault. If the complaint devices were returned, it would have been visually inspected and pressure tested to confirm the reported leak. All infant breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt125 infant bias flow breathing circuits failed the ventilator leak test. This was observed before use on a patient.